Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were hard to press and screen had scratches, faded and discolored and was harder to see. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm or display anomaly noted during testing. Device had unresponsive buttons due to flattened (creased) act, up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button. Device had minor scratched lcd window. (B)(4).